Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the root cause could not be identified; however, it is likely that water immersion from scratches on the cable led to the malfunction resulting in the image noise issue. The event can be prevented by following the instructions for use which state: never store this equipment together with sharp-tipped instruments (tweezers, forceps, knives, etc.). These could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the instrument. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found image noise (subject not recognized). In addition, the camera cable was scratched, buckled, and flooded. The video connector contact was corroded, and scope mount was rattling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the camera head had a suspected disconnection, causing image to not appear. It is unknown where the issue was found. There were no reports of patient harm.